Manufacturer narrative:
Date of event is estimated. It is unknown which lead was explanted. Hence, both leads are being reported. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17838. It was reported patient experienced loss of therapy due to high and low impedance issues. In turn, surgical intervention took place on (B)(6) 2021 wherein intra-op testing of the leads resulted in one lead with high impedances and the other lead fully functional. The impeded lead was explanted and replaced and other functional lead remained implanted. During explantation of the impeded lead, a lead fracture was observed. The functional lead and new lead were plugged into the existing ipg and therapy was restored post-operatively, reportedly.